Manufacturer narrative:
One cardiomems patient electronic system power supply was received for evaluation. Visual inspection verified the power supply was frayed and wires were exposed.

Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the power supply.